Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The patient is pacemaker dependent, however no adverse event occurred. No intervention has been performed. The patient is stable.